Manufacturer narrative:
Investigation results: no device malfunction occurred during this event. While completing the helmet changing actions, the hospital staff left the patient in the aps and the couch was not fully moved out. This is in contradiction to the user instructions provided with the leksell gamma knife where the patient must be removed from the equipment during helmet changes. User did not follow instructions.

Event description:
During patient treatment the hospital staff drew the helmet carrier to the helmet lock position, striking the patient in the head. The wound was approximately 1 centimeter and required one staple to close. A CT scan showed no further injuries to the patient.